Event description:
The side part of the bg103-250 model glaucoma shunt sheared off as the doctor was suturing the shunt as per usual. The shunt was removed and a new one was utilized to complete the same procedure. The suspect shunt is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the shunt was removed and replaced during the initial procedure. Section d-6b: date explanted: not applicable as the shunt was removed and replaced during the initial procedure; therefore, not explanted. Section h-3: device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.